Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overcorrected for the amount of food consumed at breakfast and experienced a low blood glucose (bg) level of 26 mg/dl. Contact and paramedics provided the customer with juice and food and waited until bg level increased. Reportedly, the customer experienced sore kidneys and consulted with healthcare provider regarding diabetes management.